Event description:
It was reported that patient states he had an inflatable penile prosthesis (ipp) implanted one and a half year ago and that it was done wrong by previous physician. Current physician removed all components and replaced with a new ipp. During the replacement procedure, it was discovered that both cylinders were put in same side of penis.